Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for lumbar radiculopathy and spinal pain. It was reported that patient was having difficulty with his stimulator and would like to have a manufacturer representative come out to his appointment on (B)(6) 2018 to check the implant. Patient stated that everything is working fine except when he is laying down and have the appropriate number fits best and give it 3 mins, and later when he is laying down position the stimulation increases a lot higher than what it should be and it stings him pretty bad and all the other positions are fine. The event date was provided as (B)(6) 2018; a specific date was not provided. Caller did not mention any trauma/falls/activity. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the laying down rate wouldn¿t change. The patient reported that he would reprogram but would still go back to original rate. The patient reported that he would lay in bed, lay on the floor to change the rate but going to bed and laying on doctor¿s tables rate remained high. The patient reported that the stinging was sill the same. The patient reported that a manufacturer¿s representative (rep) reprogrammed him on (B)(4) 2018, laying back and standing is all upright position and the rep said that when he reclines and laid in bed with a head lift wedge, wires are getting closer to the spinal cord which increases stimulation to uncomfortable. The patient reported that he needed a reclining position on the program so he didn¿t have to carry handheld around all the time. No further complications were reported.